Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had received shocks. The physician contacted the customer contact center to have a field representative check the device. The field representative later reported that the patient was being shocked for short runs of ventricular tachycardia (vt) and the physician did not want to treat these episodes. Technical services discussed extending duration and adjusting the patient's medications.

Manufacturer narrative:
Boston scientific received new information that three days later, the device declared elective replacement indicator (eri) battery status. The device had been beeping for two weeks before the patient noticed the tones. The monitoring voltage was 2.44v with a charge time of 11 seconds. The clinician felt eri was early for this device. Technical services discussed the shortened replacement window advisory that was communicated 4/05/2007 and recommended replacement within 30 days of eri. The clinician planned to bring the patient in. No adverse patient effects were reported. It was later reported that the device was explanted and was replaced with another boston scientific ICD. As of today, the explanted device has not been returned. This report will be updated if additional information is received.

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that a degraded low voltage capacitor did result in a high current condition. The high current condition may have contributed to the clinical observations of eri earlier than expected.

Event description:
--